Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. The physician was unable to place lead after the csf leak and procedure was abandoned.

Manufacturer narrative:
It was reported to abbott, during a trial procedure, several attempts to gain access to the epidural space with a 6 inch needle were unsuccessful. During one of those attempts, a wet tap occurred. No symptoms were noted during the procedure. The case was aborted. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.